Event description:
The device was used during a laparoscopic cholecystectomy procedure. The tip of the instrument melted. The surgeon applied another device to complete the procedure. No pt injury reported.